Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a change in therapy, intermittent/erratic. The patient had an appointment on (B)(6) and the requested a manufacturer representative (rep) present. There was a change in stim at the paresthesia area. The change was considered to be sudden, (B)(6) 2016. It was reported that they had to be move in order to feel stim. This was happening a few weeks ago then they had a reprogramming session and it was better for about a week and it was happening again. Other relevant medical history includes spinal pain.

Event description:
Additional information was received from a hcp on 2017-01-24 reporting that the cause of the change in therapy was determined. The reported cause was that the patient preferred a shorter "soft stop/start" setting. The soft start/stop setting was changed from 4s to 2s.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.